Manufacturer narrative:
The manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There were some minor scratches on keypad screen. The reported problem was not able to be duplicated. The root cause of the reported issue was unable to be determined. The connector is fully seated and properly glued (3 surfaces ? Both side.). There's a correction action preventive action (CAPA) for primary audible alarm post issue. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited primary audible alarm post/acu watchdog failure. No patient injury was reported.